Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered two alerts for out of range shock impedances on the right ventricular (rv) lead. The impedances were 0 ohms and 8 ohms. Further review found the patient was in the hospital during the two alerts and was exposed to electromagnetic interference (emi). The patient was checked and all values were stable. The products remain in service and the patient will continue to be monitored. No adverse patient effects were reported.